Manufacturer narrative:
H6: investigation summary: customer returned several photos of a 0.3ml, 31 guage, 6mm syringe from lot # 2111096. The customer reported that when the orange cap was removed the syringe came out with everything and a needle. The photos were examined and exhibited the hub-needle/shield assembly separated from the barrel, the cannula hub was no longer attached to the barrel. A review of the device history record was completed for batch# 2111096. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. Bd was able to duplicate or confirm the customer¿s indicated failure of needle hub separate. A definitive root cause cannot be determined.

Event description:
It was reported that when removing the cap of the bd ultra-fine 6mm¿ insulin syringe the needle pulled out of the hub. The following information was provided by the initial reporter, translated from spanish to english: I regularly buy your insulin syringes for my treatment, however it happened to me that when I removed the orange cap a syringe came out with everything and a needle.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when removing the cap of the bd ultra-fine 6mm¿ insulin syringe the needle pulled out of the hub. The following information was provided by the initial reporter, translated from spanish to english: I regularly buy your insulin syringes for my treatment, however it happened to me that when I removed the orange cap a syringe came out with everything and a needle.